Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) medical center. E1 - initial reporter address 1: (B)(6). Device evaluated by MFR: the device was returned for evaluation. A visual examination of the balloon and inflation lumen identified no issues. The returned device was attached to a boston scientific encore inflation unit and positive pressure was applied to inflate the balloon and liquid was observed to be leaking from a balloon pinhole located at 1 mm proximal from the proximal edge of the distal markerband. The markerbands and blades and tip section of the device were visually and microscopically examined, and no issues were noted with the markerbands, blades or tip of the device that may have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon material. A visual and tactile examination found no issues with the shaft of the device which may have potentially contributed to the reported incident. No shaft kinks were noted at the distal end of the tip. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon rupture occurred. A 10mmx2.25mm wolverine coronary cutting balloon was selected for use. During procedure, at second inflation, it was noted that the balloon ruptured. The device was removed from the patient's body without any problem and the procedure was completed with another of same device. No patient complications were reported and patient's condition was good post procedure.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. A 10mmx2.25mm wolverine coronary cutting balloon was selected for use. During procedure, at second inflation, it was noted that the balloon ruptured. The device was removed from the patient's body without any problem and the procedure was completed with another of same device. No patient complications were reported and patient's condition was good post procedure.